Event description:
The pt experienced shocking, painful stimulation sensation in two of his fingers, the sensation was described as "erratic electrical behavior' by the pt. There was no known incident or accident related to the event. The pt met with a field representative and the issue was resolved with reprogramming.